Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 4 (ethanol) was not in contact with the corresponding sensor for five (5) seconds from 18:21:03pm, on (B)(6) 2020, which is not sufficient time to replace the reagent. The station properties were reset at 18:21:13pm, on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 4 prior to these user actions were: ethanol concentration=87.9%, cycles=17, cassettes= 2072 and days=326. The "2.biopsy 2h" protocol, which comprised 32 cassettes, was started in retort b at 12:47pm on (B)(6) 2020, and completed at 14:45pm on (B)(6) 2020. The reagent in bottle 4 (ethanol) was used for the first time in the final dehydration step of this protocol. On (B)(6) 2020, each of bottles 1 (70% ethanol), 12 (xylene), 15 (cleaning xylene) and 16 (cleaning ethanol) was not in contact with the corresponding for sufficient time to replace the contents; and the station properties were reset between 18:30pm and 18:40pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration for each bottle was to be set to the default value. There was no evidence of any use error(s) when replacing these reagents. The "2.biopsy 2h" protocol, which comprised 59 cassettes, was started in retort a at 13:02 (B)(6) 2020 and completed at 15:01pm on (B)(6) 2020. The reagent in bottles 1 (70% ethanol), 4 (ethanol) and 12 (xylene) was used for the first dehydration, final dehydration and final clearing steps respectively of this protocol. Although the user affirmed in the instrument software that the ethanol concentration in bottle 4 (ethanol) was to be set to the default value of 100% at 18:21:13pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 87.9%, because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottle 4 (ethanol) at 18:21:13pm on (B)(6) 2020, the contents of this bottle were used for the final dehydration step of the "2.biopsy 2h" protocol, started in retort a at 13:02pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing from the "2.biopsy 2h" protocol started in retort b at 12:47pm on 12 september 2020 would also have been adversely impacted because the reagent from bottle 4 (ethanol) was also used for the final dehydration step in this protocol. The minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 18:21:13pm on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 4 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly; never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number: (B)(4) as follows, "problems with the finish of the sample." The following further information was documented: [on] september 12th, the program of biopsy2h was implemented at retort b, and the program was completed normally at this time. On september 15th, the program of biopsy2h was implemented at retort a, and at this time, there was a problem with the finish of the specimen. (The specimen near the top of the cassette has a hard finish, the specimen near the bottom has a soft finish) for the sample, subjected to the reverse process, to be processed again. Investigation of the complaint by the local leica support team was documented as follows: we conducted the following verifications to confirm the condition of the equipment and the reproducibility. 9/15 received symptom report. 9/17 verification of log data. There is a record of four reagent exchanges taking place from september 12th to 15th. (Bottle 1: 70% ethanol, bottle 12: xylene, bottle 15: washing xylene, bottle 16: washing alcohol) customers are requested to report that there is no mistake in inserting the reagent. Visit the site in the afternoon and check the condition of the actual machine. Check the operation of each part (rotary valve, air valve, reagent valve, presence / absence of air leakage, temperature sensor of each part, etc.), and no abnormality is found in the operation. The complainant was advised to replace the contents of "bottle 3 (ethanol: 331 days), bottle 5 (ethanol: 321 days), bottle 6 (ethanol: 335 days), bottle 13 (xylene: 237 days), bottle 12 (xylene:) 4 days passed the other day exchanged: exchanged just in case)," and to execute a verification run to ensure that the quality of tissue processing was satisfactory before returning the instrument to clinical use. On 07 october 2020, a leica field service engineer (fse) documented that, "it was reported that the test run after september 17 was completed without any problems." On 10 november 2020, leica biosystems (B)(4) received information from the leica biosystems (B)(6) regional field service manager that the tissue samples exhibiting sub-optimal processing were derived from a protocol executed in retort a, which started at 13:02:55pm on 15 september 2020, and comprised 59 cassettes. On 10 november 2020, leica biosystems (B)(4) received the following information from the regional field service manager service group in relation to the patient diagnosis/outcome, resulted to be non-diagnose. Our application team advised the customer to implement backward processing to those samples and again reprocess from the beginning. After the re-processing, confirmed that the samples became to be able to diagnose.